Event description:
Event description guidant received information that the patient with this endotak endurance lead and implantable cardioverter defibrillator (ICD) was brought in for a nips procedure secondary to issues of oversensing. During the procedure, vf was induced, a shock was delivered, yet the arrhythmia was not converted and the physician heard a clicking noise. A "possible device malfunction" message then appeared. During changeout, an arc mark on the back of the can was noted. The device was returned to guidant for analysis; the lead was capped.